Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot number and no deviations were found.

Manufacturer narrative:
(B)(4). Sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a leak that occurred on a blood administration pump set. The nurse noticed that there was leakage from the tubing during a blood infusion. There was no patient injury or medical intervention reported. No additional information is available.